Manufacturer narrative:
(B)(4). Revoked asr exemption number e1997036 . '"Report late due to asr to individual reporting transition"'. Nobel biocare is both the manufacturer and importer and no report from the importer to the manufacturer is needed.

Event description:
Implant failed due to loss of osseointegration.